Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stored egms indicated that there was intermittent atrial undersensing on the right atrial (ra) lead. It was also noted that there was an episode that showed both, intermittent atrial oversensing and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.